Manufacturer narrative:
The lens remains implanted, therefore not available for evaluation. Historical data, trend analysis, and/or device history record (DHR) reviews were performed and did not find any non-conformities or anomalies related to this event. A root cause for the reported event could not be conclusively determined. The investigation is considered closed. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported via health authority feedback case by the china national medical device adverse events monitoring system (owned by nmpa) that three (3) days post implant of an intraocular (iol) lens in the eye, the patient felt uncomfortable and experienced dry eye. The treating doctor administered ocular hypotensive eyedrops for increased intraocular pressure. The next day, the pressure returned to normal and there was no further effect on the patient.